Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation, unit powered on with open book image. Unable to confirm audio/vibrate anomaly/absence of alarm or perform self test due to open book image. Unit was successfully downloaded using (thump) software. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download history review through pump_diagnostic_trace, pump error 63 alarm was recorded on (B)(6)2024 at 00:33:09.000 hour. File # = 2017, line # = 147. Per software engineer log pump error 63 was due to twi interface on main/motor processor error. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, moisture damage was detected on electronic assembly. Isolate to electronic assembly. Unit also received with pillowing keypad overlay and scratched case. In conclusion customer concern of critical pump error alarm (open book image) triggered by pump error 63 was confirmed. In addition, moisture damage was also noted. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the insulin pump was showing an x on the pump's screen and the customer reported that the pump was beeping. The customer reported no adverse event. The event involved product(s) mmt-1884.troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device will be returned.